Event description:
Caller reported two malfunction codes on pump on november 18 and 19, 2025. There was no adverse impact to the customer's blood glucose level. The customer's pump is out of warranty, and the customer reverted to an alternate method of insulin therapy.